Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. During the evaluation a wrinkle/pinch was observed on the balloon of the device. The device was then submerged in water, and inflated with the 20ml associated syringe. A leak was immediately observed coming from the pinhole near the center of the balloon. During the manufacturing process all devices undergo leak testing to ensure there are no leaks, and visually inspected for wrinkles prior to final release. Since the packaging was opened at the customer site, it is not possible to determine with certainty when the damage occurred, and the root cause of the damage to the balloon could not be determined. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the balloon of the radial band leaked and was unusable. Another device was used to complete the procedure. No patient injury.